Manufacturer narrative:
(B)(6) .

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's connector pulled away from adhesive. The infusion set was used for two days. No further information available.